Manufacturer narrative:
The device was went to the depot for evaluation. The depot technician verified and duplicated the issue. Root cause was determined to be a detached/disconnected ribbon cable from the main keypad to the interface pcb. The ribbon cable was reseated to resolve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.